Event description:
New information notes that on (B)(6) 2019, the lead was successfully capped and replaced due to the lead dislodgement. Patient tolerated the procedure well. The patient was stable before, during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for regular follow up visit. Upon interrogation, it was noted that the atrial lead was not pacing. The patient was sent for x-ray which confirmed the lead was dislodged. The patient was discharged home and will return at a later date for lead replacement. Patient was stable pre, during and post visit.